Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of call was 277 mg/dl. The customer stated that she has a stomach condition that sounded like acid reflux. The customer was experiencing unexplained high blood glucose for the past week. The customer stated that she was vomiting all day and went to the hospital. The customer's blood glucose was treated with the insulin pump and manual injections. The customer stated that the doctor recommended having the insulin pump replaced. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.